Event description:
Surgeon advised the pt, fixed with an external midface distractor, experienced pin migration of distractor halo over 7 to 10 days. Surgeon indicated the child suffered no neurological damage and the device was removed. Surgeon reports pt has done well post pin removal. One of two reports on the same incident.

Manufacturer narrative:
This information was not provided during initial report nor on completed questionnaire received. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.